Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and an aspiration catheter. During the procedure, the physician was using the velocity to deliver the aspiration catheter to the target location and fractured the proximal end of the velocity. While removing the velocity, resistance was encountered. Therefore, the velocity and the aspiration catheter were removed from the patient together. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink in the strain relief, an additional fracture, and ovalization in the catheter shaft. This damage was incidental to the reported complaint and may have occurred during removal from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.